Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.

Manufacturer narrative:
The customer refused to provide further details related to this report and indicated that the device would not be returning for evaluation. Information has been added to the database for trending purposes.